Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: there is no indication that the lens was explanted. Incision enlargement was required during implant process, vision has gotten worse. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched coming out of the cartridge. The lens was very tight coming out and difficult to inject into the right eye of the patient. Reportedly the lens was implanted and will not be removed. Through follow up it was learned that incision enlargement was required to make the implant possible. 2 sutures were also required. 1 week post-op, it was observed that the lens implant was in good position, sutures were removed and patient's visual acuity uncorrected was 20/60. It was later learned that the patient's vision has gotten worse. No further information was provided.